Event description:
Related manufacturer report number 1627487-2024-07052. It was reported the patient experienced ineffective stimulation. Patient had deep tissue massage and later x-rays indicated the leads were fractured. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated that lead fracture was not visually or via imaging. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.